Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. Upon interrogation, the safety switch for the right ventricular (rv) lead had tripped due to out of range impedance measurements in both unipolar and bipolar pacing configurations. Loss of rv sensing was also observed, however no oversensing was noted. The rv lead was programmed to unipolar pacing and the device was reprogrammed ddi with a decreased sensitivity in the ventricle. It was noted that the patient was severly bradycardiac. A rv lead fracture is suspected. The lead remains implanted in the patient. No additional adverse patient effects were reported.

Event description:
New information was received three days later that the rv lead was surgically abandoned due to the lead fracture and a new lead was successfully implanted. No adverse patient effects from the lead revision procedure were reported.